Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20930203. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20373814 / 20740691.

Event description:
It was reported that one of the contacts of the patients lead broke off. It was also noted that the leads had migrated. The patient had poor stimulation coverage.

Event description:
It was reported that one of the contacts of the patients lead broke off. It was also noted that the leads had migrated. The patient had poor stimulation coverage.

Event description:
It was reported that one of the contacts of the patients lead broke off. It was also noted that the leads had migrated. The patient had poor stimulation coverage. Additional information was received that another lead has detached from the left lead stating.

Event description:
It was reported that one of the contacts of the patient's lead broke off. It was also noted that the leads had migrated. The patient had poor stimulation coverage. Additional information was received that another lead has detached from the left lead stating. Additional information was received that database analysis uploaded and impedance measurements revealed high impedance on the lead. Fluoroscopic images confirmed the anatomical positioning of the cervical lead and highlighted the abnormality in the electrodes.

Manufacturer narrative:
Correction to the follow-up 2 MDR in block b5.

Event description:
It was reported that one of the contacts of the patients lead broke off. It was also noted that the leads had migrated. The patient had poor stimulation coverage. Additional information was received that another lead has detached from the left lead stating that while two electrode contacts have detached, there was no evidence of lead migration. Additional information was received that boston scientific clinician programmer (cp) was connected to the patient's implanted pulse generator (ipg), data logs were uploaded and impedance measurements revealed high impedance on the lead. Fluoroscopic images confirmed the anatomical positioning of the cervical lead and highlighted the abnormality in the electrodes.

Manufacturer narrative:
The leads were not returned; however, database analysis was performed. A review of the database confirmed the reported high impedances. A return analysis is required to determine the cause of the anomaly. The labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver a spinal cord stimulator (scs).

Event description:
It was reported that one of the contacts of the patients lead broke off. It was also noted that the leads had migrated. The patient had poor stimulation coverage. Additional information was received that another lead has detached from the left lead stating that while two electrode contacts have detached, there was no evidence of lead migration. Additional information was received that boston scientific clinician programmer (cp) was connected to the patient's implanted pulse generator (ipg), data logs were uploaded and impedance measurements revealed high impedance on the lead. Fluoroscopic images confirmed the anatomical positioning of the cervical lead and highlighted the abnormality in the electrodes. Additional information was received that the device remain implanted and in service.